Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in the compact plus system (lot number 207254, expiration date 06/30/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer reportedly received the following mobile system/compact plus system results within 10 minutes: 30 mmol/l and 8.8 mmol/l, 25 mmol/l and 9 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.